Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt lost stimulation shortly after going through a security scanner with the scs system turned on. The pt's programmer and charger were unable to communicate with her ipg. Replacement external devices were not successful in resolving the issue. Follow up on the pt found that the ipg will need to be replaced; the date for this procedure is undetermined at this time. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.